Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the demo unit handpiece overheated prior to the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis of the device found that the motor was completely dead and temperature test was unable to be performed. The motor cable assembly found faulty and needed to be replaced. The unit was cleaned and sterilized. The motor cable assembled found faulty and was replaced. All corroded, rusted, damaged and spare parts were replaced. The unit had been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.